Event description:
Per an article in the (B)(6) it was reported that the patient experienced magnet dislodgement during an MRI (1.5 tesla). Surgery to place back the magnet into proper position has been completed (date not reported).

Manufacturer narrative:
(B)(4). Implanted device remains.